Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-implant check, the implantable pulse generator (ipg) and the right ventricular (rv) lead were noted to exhibit intermittent capture. Both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.